Event description:
Reporter had been tanning, and the place that they were tanning has been cleaning their beds with a citrus cleaner. Reporter has broken out in an itchy rash all over their body, but only where skin touched to the bed. Reporter told the owners what had happened and they said that the cleaner came from the tanning supply company. Also they stated that reporter was not the first one to have this problem. Reporter's roommate also broke out in this same rash at the same time. It has been a little over a week and reporter still has the rash and itching. The owners did say that they were going to contact the manufacturer about the problem.